Event description:
It was reported that the customer's insulin pump was making a loud noise while rewinding. The customer stated that the issue began a month prior. The customer's blood glucose was unknown. The customer's insulin pump passed the self test, and there were no alarms of concern in the alarm history of the insulin pump. The customer mentioned that there was a crack around the battery compartment of the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump functioned properly during the rewind and no abnormal noise was noted during testing. No rewind anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.